Event description:
A (B)(6) infant received burns on buttocks, arms, and legs after placement on disposable infant transport mattress. After birth, infant placed in bowel bag on warmer with a towel laying between infant and warmer. Upon transferring infant for weight, noted core temperature of infant to be 103+. Information not identified until after transfer to outlying facility. A 3rd transfer to another facility for burn management occurred. Infant removed from warmer for 15 minutes and core temperature normalized. Infant returned to warmer with 4 blankets in between. Temperature increased again to 104+. Patient transported to outlying facility. Outlying facility identified burns on buttocks, legs, arms and transferred to primary children's facility for management of burns. Other comorbids exist with this extreme prematurity infant. Additional information is unknown as care was transferred over to critical care transport within 20 minutes of birth. There is question which infant mattress was used. Staff believes the mattress was white which would imply the omni product we have in stock. Temperature ranges from 75-105f. We also have two other philips mattresses, pink, in stock. Temperature ranges from 75-105f on one infant warmer and 75-117f on another infant warmer. (B)(4). Potential that device was (B)(4).